Event description:
Customer reports that unit alarmed "fail to cycle" no error codes displayed and unable to silence alarm. No pt injury resulting from the "fail to cycle" condition reported to service tech. Pt was removed from vent and placed on back-up ventilator.